Manufacturer narrative:
No device was provided for analysis. As reported: ''outside of bentson wire unraveled. A new wire was placed using ureteroscopy.'' The end user did not provide lot traceability; therefore, lake region medical was unable to review the device history records relative to the manufacturing, inspecting and packaging of this product. At this time it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "excessive force used" and/or "improper use" may have impacted on the event as reported.

Event description:
As reported in medwatch report: outside of bentson wire unraveled. A new wire was placed using ureteroscopy.